Event description:
Caller reported pixel issue on pump display, causing inability to interact with pump. Impact on customer's blood glucose level was not reported. Customer switched to multiple daily injections as backup therapy while cts arranged for pump replacement. Shipment details and storage instructions were provided and acknowledged by customer.